Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported issues with "disassociation" error messages during an infusion of lipids contained in 50ml syringe and using syringe module. It was also reported that when users encounter the issue, they would press "restart" but later on would notice that the lipid syringe "never ran and the syringe was still full." The infusion set up was described as follows: the 8110 syringe module would infuse the first syringe but will encounter the issue with the 2nd syringe. The infusion would be setup as an 8100 pump module and 8110 syringe module on both sides of an 8015 pcu, "which then all go into a 4 into 1 (tubing) then to the patient. "There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device model # 8110 is a concomitant and this file has captured the correct suspect device model # 8100 as per investigation report. Omit : c20 - no findings available, d15 - cause not established. Correction : medical device catalog #, medical device model #. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported issues with "disassociation" error messages during an infusion of lipids contained in 50ml syringe and using syringe module. It was also reported that when users encounter the issue, they would press "restart" but later on would notice that the lipid syringe "never ran and the syringe was still full." The infusion set up was described as follows: the 8110 syringe module would infuse the first syringe but will encounter the issue with the 2nd syringe. The infusion would be setup as an 8100 pump module and 8110 syringe module on both sides of an 8015 pcu, "which then all go into a 4 into 1 (tubing) then to the patient. "There was patient involvement but no harm.